Event description:
Healthcare professional reported, no complaint against left device. Healthcare professional, later reported, ¿l visualized gel bleed¿ and "any creases associated with hole". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of crease/fold of implant and rupture was received on sep 08, 2023, with lot number#: 3385621. Based on the device analysis grid, the assessments of the complaint are: crease/fold of implant: crease fold observed, on the device. Rupture: no observed. Additional observations: white particles observed, on the device. Deformation observed, on the device. Crease fold observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against left device. Healthcare professional later reported ¿l visualized gel bleed¿ and "any creases associated with hole." Device has been explanted.